Event description:
It was reported that the insulin pump gave a motor error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The unit had a cracked case at the lcd window corners, and a scratched lcd window. The motor was tested outside the device and passed.